Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported having three cases of tass following cataract extraction procedures. There is no product in particular that they feel could have contributed to these events but has requested to have the viscoelastic products used investigated. This report represents one of the three patients reported. This is the second of three reports being filed for this facility.